Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 589 (mg/dl). Reportedly, the customer was attempting to elevate their bg levels due to a low bg previously experienced; however, a specific low bg value was not provided. As a result of treating their low bg level, customer consumed too many carbohydrates. A pump bolus was administered to address bg level and customer reported that bg levels were decreasing.